Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) year old female patient presenting with acute myocardial infarction and cardiogenic shock. The impella cp device was used for hemodynamic support. During support, the patient exhibited aortic regurgitation. A ruptured chordae tendineae was found. The patient ultimately expired.